Event description:
It was reported that the presented with a ventricular lead warning. The right ventricular had high impedance and stored high rate episodes which showed evidence of oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2007. (B)(4).